Event description:
It was reported that during the implant of this device, telemetry issues were noted. During induction the field representative had to disconnect the device and re-interrogated, but it was not possible to assess the sensing of the device during ventricular tachycardia. Data was uploaded and sent to engineering and technical services (ts) for review. According to engineering evaluation, the data was consistent with telemetry difficulty during induction which interrupted the induction commands. This is consistent with the reported loss of electrocardiogram data during one induction attempt. Nevertheless, longer induction attempts still show spontaneous conversion. Engineering noted that additional investigation is necessary to exclude if these could be related to sub-optimal system placement or patient clinical conduction, as it is relevant to understand potential implications on conversion efficacy. Technical services (ts) further discussed ways to optimize telemetry. At this time the device remains implanted. No adverse patient effects were reported.